Manufacturer narrative:
(B)(4) the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2021 a female patient underwent an on-pump, heparinized coronary artery bypass, pulmonary vein isolation, and left atrial appendage management procedure. When the cross clamp came off at the end of the procedure, it was noticed that there was bleeding, and a perforation was found on the left anterior vein in three separate spots where the oll2 was used. The areas of perforation were sutured. Surgeon stated that the patient was doing well post procedure. This was a procedural complication, there was no reported device malfunction was reported.